Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their experienced high blood glucose and their insulin pump had received no delivery alarm and was damaged. The customer¿s blood glucose level was 400 mg/dl. The customer states the bottom appears to be burnt and she gets no delivery alarms all of the time. The customer treated high blood glucose with an injection. Troubleshooting was performed for damage and noticed discoloration on bottom of pump. Offered troubleshooting for no delivery and customer declined. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Insulin pump received with stained end cap sticker. (B)(4).